Event description:
The customer reported the system did not xray. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep repaired the column plug rj 25. The system operates as intended.